Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported by the customer that during an unknown procedure on (B)(6) 2022, while reaming over a screw head, a hollow reamer broke into fragments. According to the report, some of the fragments were removed, however it was unclear if they were all removed because some fragments were seen on the x ray. It was unknown if fragments were portions of the screw or the hollow reamer. The surgery proceeded without delay and the patient outcome was good. No additional information was provided. This complaint involves one device.